Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Device is recommended replacement time (rrt) at 2.29 volts due to the multiple ventricular tachycardia (vt) storm shocks.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device reached end of service (eos) sooner than expected. Premature battery depletion was suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.